Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow up, high pacing impedance was observed in the left ventricular (lv) lead. The device was reprogrammed and the lv lead will be monitored to resolve the event. The patient was stable.